Event description:
During device check, the thermogard console (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message during the power-on self test (post). No patient involvement.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. The root cause of the intermittent tcmid:05 error was determined to be the defective pic-16 circuit board, possibly attributed to the age of the device. The thermogard console was manufactured in january 2017 and is more than 7 years old, well beyond its expected serviceable life of 5 years. Visual inspection of the thermogard console was performed, and no issues were observed. The event logs were reviewed and confirmed the occurrence of the tcmid:05 error message around the reported event date, thus confirming the reported complaint. In addition, the event log showed the presence of tcmid:07 (coolant temp high) and mid:09 (air trap assembly) error messages, unrelated to the reported complaint, as a result of the failing pic-16 circuit board. The thermogard console failed the initial functional testing and displayed a tcmid:05 (coolant diff failure) error message during the power-up, thus confirming the reported complaint. Also, the console failed functional testing due to the mid:09 error message, unrelated to the reported complaint. The pic-16 circuit board was replaced to remedy the faults. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with sn (B)(6).